Event description:
The patient reported that after placing the pod on their arm, the insertion sites become red, bruised-looking, and irritated with bumps that do not fully go away which look like mosquito bites which are sometimes wet. The pod had been worn for longer than 48 hours. The patient visited their clinic to get advice from their healthcare provider (hcp). The patient did not recall the date medical attention was sought. The hcp diagnosed the reaction as an allergy likely to the plastic cannula material, as they previously used steel cannulas without issues. The patient was prescribed steroid cream; but does not recall the brand name. The patient stated the cream helps somewhat when applied after pod removal but is concerned with daily use of steroid-based treatments.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.